Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with the distributor's representative. "(B)(4) warranty repair audible alarm does not work."

Manufacturer narrative:
The distributor did not submit a user facility/importer report to the manufacturer. Event derived based on information documented by a carefusion tech support specialist in response to a phone conversation with the distributor's representative. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the failure was a damaged alarm reed plate. The carefusion failure analysis lab tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of a mechanical force or pressure against the reed on the alarm reed plate. The distributor was shipped a replacement device. A review of the carefusion complaint system for the past 90 days did find two verified like failures. However, as these are known failures caused or contributed to be an unapproved means of force or pressure, another investigation is not required.